Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that the onetouch verioiq meter belonging to her husband, displayed an inaccurate result. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on the night of (B)(6) 2018, she used her husband¿s onetouch verioiq meter to obtain a blood glucose result for herself; the patient was unable to recall the result she obtained. The patient manages her diabetes with insulin pump therapy. She reported that she was ¿ok with the reading¿ and went to bed. She indicated that while she was sleeping, her blood sugar dropped and her husband called 911. She stated that when the paramedics arrived, they obtained a reading of ¿35 mg/dl¿ on the emergency medical services meter. She stated that the paramedics gave her ¿IV glucose¿ to raise her blood sugar in the early hours of (B)(6) 2018. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed a sign and symptoms suggestive of a serious injury adverse event requiring medical intervention, after obtaining an alleged inaccurate blood glucose result on the subject meter.